Manufacturer narrative:
To date the incident devices have not been received for evaluation. If the devices are received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Explanted devices are not available.

Event description:
Patient initially implanted with a bifurcated stent and a suprarenal aortic extension on (B)(6) 2015. The physician identified a type 3 endoleak with a rupture from a common iliac aneurysm. The patient had an endovascular repair completed on (B)(6) 2016 where a non-endologix stent (viabahn stent was implanted. At an unknown date the patient was diagnosed with an infection and the physician elected to explant all devices and completed an open repair. The patient also underwent a embolectomy as well as thromboendarterectomy (tea). The patient expired on (B)(6) 2016, the cause of death is unknown.

Manufacturer narrative:
At the completion of the complaint investigation, based the information received, the reported event could not be confirmed. No additional patient medical records or imaging studies were received for this reported event. A clinical assessment was completed, cumulative knowledge informed by past assessments of similar complaints was applied in the review of the available medical information for this event. The most likely cause of the primary device failure could not be determined due to lack of relevant medical information and/or lack of a similar or same events with recognizable, predictable causes. Although this case was reported as an on-label product use, the use of strata material, and/or the cautionary condition of severe calcifications at the bifurcation and iliac artery, might have contributed to either a loss of seal or compromised stent graft integrity. No user or procedure-related issues could be identified. The devices were not returned to endologix, no further evaluation was completed. The review of the manufacturing lot confirmed all devices met specifications prior to release. No additional investigations of this reported complaint are planned, endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.